Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Case 2: (B)(6) 2022 dr. (B)(6) ivc jug approach, filter did not open up upon deployment. Brought patient back next day and place competitor filter.